Manufacturer narrative:
All operating currents are within specification. There was no unexpected failed battery test alarm noted. The pump passed the displacement test, rewind, basic occlusion, and excessive no delivery alarm test. There was no excessive no delivery alarm noted. The pump had an intermittent button response noted due to the corroded keypad traces. The insulin pump also had cracked battery tube threads and a scratched lcd window noted during the visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer has been on the pump since she was 5 years old and she is having many no delivery alarms. Caller stated that the pump would show battery failure after several battery changes and now the a button is sticking. Caller does not want to go through any troubleshooting and would rather get another pump. Customer's blood glucose was 300 mg/dl at the time of the call. Caller stated that the customer will be treating her blood glucose level.